Event description:
The reporter contacted animas on (B)(6) 2012 alleging the keypad buttons were not responding when pressed. The down arrow button was worse than the others. This problem has reportedly been happening for two weeks. The reporter stated that the keypad was peeling from the top. The reporter denied moisture in the pump. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on testing, the down arrow button had intermittent response and required multiple presses to evoke a response. The up arrow, ok and contrast buttons responded normally. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.